Manufacturer narrative:
The microcatheter was not returned for analysis. Based on the reported information, the report of catheter entrapment could not be confirmed and the cause could not be determined. There is no evidence suggesting that the device was defective, but rather a procedure related event. Angioarchitecture, vasospasm, excessive embolic reflux, or prolonged injection time may result in difficult catheter removal and catheter entrapment. Per the instructions for use: difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time; angio-architecture: very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux; injection time. To reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above. MDR related to this event: 2029214-2017-00381, 2029214-2017-00382, 2029214-2017-00383, 2029214-2017-00384, 2029214-2017-00385, 2029214-2017-00386, 2029214-2017-00387. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: multimodality treatment of brain arteriovenous malformations with microsurgery after embolization with onyx: single-center experience and technical nuances. Natarajan sk1, ghodke b, britz gw, born de, sekhar ln. Neurosurgery. 2008 jun;62(6):1213-25; discussion 1225-6. Doi: 10.1227/01.neu.0000333293.74986.e5. Medtronic received the following reports: patient (B)(6) was reported to have an arteriovenous malformation (avm) located in the frontal/ premotor, it was 7cm in size with 38.67 ml volume. Post embolization, the catheter was reported to have been stuck/ entrapped by onyx (it is unknown is this catheter steam-shaped as one was and one was not steam-shaped). Surgery was conducted to successfully retrieve the catheter. Post embolization and resection, the patient recovered with left leg weakness, at 3 months the mrs was 1.